Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guide wire detachment occurred. The target lesion was located in a coronary artery. During an intravascular ultrasound, a 185cm straight pt²¿ guide wire was advanced to cross the lesion. However, during the procedure, guide wire was detached and a kink was found on the device. The guide wire was replaced with a pt²¿ moderate support guide wire. The procedure was then completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box. The unit returned has distal tip kinked, as part of overall visual revision. The device has the body and distal tip kinked. Overall length, outer diameter (od) of distal tip, od of the middle of the device and od of the proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the guidewire was kinked after it got out from the wire exit port and was not detached as what was previously reported. The patient's status was good.